Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, a gore® acuseal vascular graft was implanted to create an arterial venous access in order to perform hemodialysis treatment for the patient. It was stated that the implantation was successful and that the physician was able to perform an early cannulation of the graft. It was reported to gore that the patency of the graft last until 48 hours post-implant. The graft obstruction and no blood flow was confirmed by using a stethoscope. It was stated that the patient could not be treated with anti-coagulation due to prompt bleeding. Therefore a permanent catheter was placed to ensure dialysis treatment. It was stated that there was no harm for the patient due to the graft occlusion.